Event description:
Procedure: lobectomy. According to the reporter: when fired on the pulmonary artery, staples did not dispense but tissue was transected. The surgeon opened chest to stop bleeding and the surgeon found no staples at the site. The artery opened up. The amount of blood loss was 1762ml and the patient required a transfusion.

Manufacturer narrative:
.